Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system¿s c-arm was faulty. The philips engineer suggested service, but the service quote has been cancelled by the customer. No further information regarding the reported issue as the customer cancelled the service request and no service has been provided from the philips. As customer cancelled the service request, resolution remains unknown to philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm was faulty. The system was in clinical use. There was no reported patient or user harm. To date, no further information has been received. We are conservatively reporting this event as the investigation is ongoing. A follow-up report will be submitted when further information is received.